Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip. No issues were noted with the profile of the stent. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was broken 188mm distal to the strain relief. There was evidence of material resistance at the break site. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that this damage occurred during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was deformed when the physician was trying to cross the target lesion and was removed by simply pulling the device back. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the stent was deformed before being implanted. The procedure was completed with another of the same device.

Event description:
It was further reported that the stent was deformed when the physician was trying to cross the target lesion and was removed by simply pulling the device back. No patient complications were reported and the patient's status was good.